Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not yet been received. Investigation is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a tego® connector. The customer reported that the yellow tego device was leaking at the clear and yellow connection/junction area. This occurred during a flush with nss (normal saline) at the access location. There was no report of any human harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.